Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime and excessive no delivery test. The pump was received with cracked case at display window corner and cracked reservoir tube lip(B)(4)

Event description:
The customer reported via phone of low blood glucose readings from her insulin pump. The customer stated that she needed to change her basal rate does not know how to do it. The customer stated that she has been experiencing low blood glucose for (B)(6) 2015. The customer also stated that she had high blood glucose readings in earlier (B)(6). The customer was advised to disconnect from the set and remove the reservoir from the pump. The customer was advised to check the status screen and then visually inspect the reservoir. The customer was advised to continue using the pump and to monitor herself. The customer will be sent a replacement pump.